Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter temperature indication was bad.

Event description:
It was reported that the foley catheter temperature indication was bad.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (3) photo samples. The photo samples were submitted, however, could not be evaluated for the reported failure. Functional evaluation: catheter was tested: room temp resistance: 2.69 k ohms: 25 degrees celsius resistance: 2.27 k ohms. Calculated temperature at 25 degrees celsius, based on resistance: 36.65 degrees celsius 37 degrees celsius resistance: 0.70 k ohm . Calculated temperature at 37 degrees celsius, based on resistance: 44.29 degrees celsius 41 degrees celsius resistance 1.15 k ohm . Calculated temperature at 41 degrees celsius. Gross visual evaluation: there were no defects were noted. The catheter was placed in a water bath and attached to a kilo device to display the temperature. With the water bath set to 37 degrees the displayed temperature fluctuated between 35.0 and 37.0 degrees celsius every few minutes over a 20-minute time period. Equipment type: bard criticore monitor; model number: 000002n; monitor serial number: dyol0012; cal date: n/a; cal due: n/a the resistance taken at 37 degrees celsius does not meet specification of the equations. Thermistor temperature coefficients (a, b, and c) are listed in the thermistor raw material specification. Calculated temperature does not meet specification. Product labeling was reviewed for this investigation, and the labeling was found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.